Manufacturer narrative:
Correction to h10 of the initial report. The customer allegation was not confirmed. The following were performed to reproduce the event however was unsuccessful: - connected as described in the instruction manual, and confirmed that there were no events in which the screen you pointed out did not appear. - continuous energization was carried out for 2 hours, and a high load was applied. However, it was confirmed that there was no event in which the indication of the screen did not appear. - light tapping of the video jacket, light shaking of the cable, and light loading were applied, but it was confirmed that there was no event that the indicated screen did not show. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication due to the presence of corrosion at the video controller electrical contact caused the event. However, since the reported event was not confirmed a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings include the following: the connector electrical contact was corroded, and the cable was twisted. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The olympus distributor reported (on behalf of the customer) that the image disappeared while using the hd autoclavable camera head. The issue was found during preparation for use before a procedure ( therapeutic laparoscopic surgery ). The procedure was delayed by the time to find a replacement camera and was completed using the replacement camera. There were no reports of patient harm.